Event description:
It was reported that while placing a bravo ph monitor, there was a "fixing failure". A "bad functioning of the fixing system". No injury to the pt was reported.

Manufacturer narrative:
.